Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset process. After resetting, the malfunction code did not recur, and the customer was informed to continue using the pump and to call back if the issue recurred, which the caller understood and acknowledged.